Event description:
It was reported that when the device was used during a bowel procedure, the staples malformed. The surgeon fired another device and it worked without incident. There was no reported pt consequence.